Event description:
The lead was explanted due to (B)(6) 2011. Due to product performance issue. Fractured rv lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).